Manufacturer narrative:
Novocure medical opinion is that the contribution of the optune gio device to the patient's temporary impairment secondary to the vertebral fracture cannot be ruled out. The fall was unrelated to optune gio. Spinal fracture was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been (B)(4) reports of spinal fractures in the commercial program to date. Two of which were related to device use.

Event description:
A 47-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient's spouse informed novocure that the patient had fallen from a full height onto their back on the optune gio device on (B)(6) 2024, resulting in a fracture of the lumbar vertebra (l1). The treatment plan included wearing a corset, and no surgery was required. The patient is currently continuing with optune gio therapy. The prescribing physician was contacted for further details without reply.